Event description:
It was reported that the user stopped making meal announcements at the direction of their healthcare provider after experiencing low blood glucose following meal announcements and difficulty determining an appropriate meal size, and review of available data indicated significantly fewer meal announcements. Symptoms included hypoglycemia. Outcomes included urgent and low glucose events that were treated with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and no component failure, with the event associated with unclear cause in the context of reduced meal announcements and meal-size uncertainty. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.